Manufacturer narrative:
The insulin pump was received with intermittent esc button due to flattened dome switch. No button error alarms were noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 278 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.